Event description:
The hospital reported that they noticed leakage at the bottom of the oxygenator. The oxygenator was changed out with no affect to the patient. The device will be returned for evaluation.